Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: since product is not available, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens was discarded.

Event description:
It was reported that a dcb00 model intraocular lens(iol) was crushed. This event was observed upon opening of package. There was no patient contact. Suspect product was discarded. No further information available.